Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported 2 falls and noted to have lateral subsidence of the tibial plateau with longitudinal fracture of the patella. Old sutures and seroma removed, capsule intact. Patellar component easily removed, longitudinal fracture line observed with the patella in 2 large fragments. Tibia was obviously laterally subsided. All components removed, lcck cemented into place without complication. Plate and 4 locking screws applied, patellar tendon anchored with suture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 weeks post implantation due to left a tibial periprosthetic fracture. All implants were revised, and the patellar fracture was secured with an unknown plate and screws. Attempts to obtain additional information have been made; however, no more is available.